Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon interrogation of the implantable defibrillator, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed. The device was reprogrammed, episodes have not been noticed since. The patient was well after the reprogramming.